Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, device history review, and accuracy testing. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. The product was not returned. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Sensitivity was also evaluated by testing two commercially available seroconversion panels, (B)(6). The complaint lot detected the same bleeds as reactive with comparable s/co values as historical architect (B)(6) test results provided by zeptometrix. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer observed (B)(6) results while using architect (B)(6) reagents for one patient. The following data was provided (s/co). Sid (B)(6) initial 0.15, repeat 0.13 ((B)(6)). Repeated in another laboratory on another analyzer 0.20 ((B)(6)) other method (vitros) showed this sample is (B)(6), 4.67 and 3.86 the sample was being evaluated using confirmatory tests, however the method and results were not provided. The patient was healthy and had no other analytical history. Testing was being completed prior to a skin transplant, however no further information related to the transplant procedure was provided. No impact to patient management was reported.